Event description:
Customer reported, the system will not boot up. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and determined the 386 mother board needed to be replaced. Customer will seek part and repair through a 3rd party.